Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the patient's previous surgeries were not related to their device/therapy. They stated that the cause of the impedance issue has not been determined. As of right now we have programmed around the impedances to try to get pain relief. There are no other plans as of now to resolve. The patient's weight is not known, and the physician has not been made aware yet, because the patient is still getting some coverage after programming around the impedances.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep was programming a patient today (recent implant), and is receiving an oor message, checked impedances and found electrode 11 & 12 to be out of range. Prior to the reprogramming, the caller reported checking impedances and all were good. Caller does not know value of out of range impedances. After removing 11 & 12 electrode, and reprogramming he checked impedances again and indicated all were normal. Caller is no longer w/ patient to check values to understand what is potentially going on. Caller also reported the patient has cervical leads and the 0-7 lead he was surprised the patient did not feel at a lower intensity. The patient has had multiple surgeries. We discussed scar tissue may be affecting stimulation sensation. Patient was programmed and is getting good stimulation sensation. Requested session report be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.